Event description:
It was reported that the pt underwent surgery for implant of posterior dynamic fixation at l4-5. Aprox 1 year and 4 months post-op, the pt reported complaints of pain and numbness in her leg. Reportedly, a f/u with the surgeon ruled out the possibility of broken hardware with a x-ray and CT scan. Approx 4 months later, it was reported that a rod was broken, and the pt underwent add'l surgery to remove and replace the hardware.

Manufacturer narrative:
The device and post-operative x-rays were returned to medtronic for eval. Visual examination of the device confirmed the rod cables are fractured at the distal rod flange. A review of the device history records found no documented to indicate a non-conformance to specification.